Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's mother reported that the continuous glucose monitor (cgm) was alerting the patient that their blood glucose was falling rapidly. The patient was taken to the emergency room (ER) and had their blood glucose (bg) tested, which was at 50 mg/dl. It was indicated that the cgm was functioning properly. There was no alleged device malfunction. No additional patient or event information is available.